Manufacturer narrative:
B5: upon follow-up, it was reported that treatment with dianeal 1.5% was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, diarrhea, and abdominal pain. The cause of the event was unknown. A day after the event onset, the patient was hospitalized for the events. A day after the patient was hospitalized, the patient was treated with cefazolin injection (1gm, intraperitoneal, once a day, ongoing), and ceftazidime injection (1g, intraperitoneal, once a day, ongoing) for the events. At the time of this report, the patient remained hospitalized and was recovering from the events. Pd therapy was ongoing. No additional information is available

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.